Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient had her explanted breast prosthesis replaced with a mentor smooth round moderate profile 300cc saline breast prosthesis. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During initial evaluation some rents were observed on the received device and a crease was observed on the anterior aspect. The rent a was observed on the anterior and extending to posterior aspect, measuring approximately 9.0 cm. The rent b and rent c were observed on the posterior aspect, measuring approximately 3.0 cm and 1.2 cm respectively. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2019.